Event description:
It was reported that the patient presented post-implant procedure. Upon interrogation, it was noted that the atrial lead exhibited under-sensing of p-waves and over-sensing of ventricular signals, indicating that the lead had dislodged. It was confirmed that the lead was in the right ventricle via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.2 cm. Analysis was normal. No anomalies were found.